Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed. One 4 fr single lumen groshong clearvue catheter was returned for evaluation. An initial visual observation showed some evidence of use on the returned catheter. The stiffening stylet and flushing hub were returned within the catheter. When the catheter was flushed and pressurized with a 12 ml syringe of water, a spraying leak was observed in the catheter around the 34 cm depth marker. The stylet within the catheter was observed to be slightly bent around the area of the observed leak. A microscopic observation revealed many very small splits and holes in the catheter around and between the 34 cm and 35 cm depth markers, some of which exhibited distinct linear patterns. The sample was dissected, and additional abrasive damage was observed on the interior wall of the catheter tubing. The characteristics and extent of the damage found on and within the catheter tubing indicate the returned catheter was likely damaged due to contact with metallic instruments and/or due to excessive manipulation of the catheter with the stiffening stylet inserted. H3 other text: evaluation findings are in section h11.

Event description:
It was reported that this patient had the catheter placed using the seldinger technique. When the catheter was flushed, liquid leaked from the portion exposed externally. It was diagnosed as catheter rupture and a new catheter was placed.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reey0881 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that this patient had the catheter placed using the seldinger technique. When the catheter was flushed, liquid leaked from the portion exposed externally. It was diagnosed as catheter rupture and a new catheter was placed.